Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the returned lead was cut into three pieces. Analysis found external insulation abrasions at 12.7cm - 12.9cm from the connector pin, and at 36.8cm - 37.2cm from the diatal tip, consistent with friction to the ICD can. The etfe coating was intact at these locations. (B)(4). (B)(6). Device MFR: st jude medical crmd reliability laboratory; no complaint received with the return of device. Failure (event) observed during analysis.